Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continue-flo 4 way stop cock extension set leaked. This occurred during a patient infusion of lactated ringers. The reporter stated that leak originated from a crack on the stopcock. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Three used samples were returned for evaluation purposes. Visual inspection identified a crack in the stopcock of one device. The same device failed pressure testing, a functional leak test, and displacement testing. The reported problem was confirmed in one device. A batch review will be performed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Clear passage and pressure testing were performed on all 3 returned devices. The device which failed visual inspection also failed these tests. Functional testing consisted of inserting the set to an extension of solution, opening and closing the clamp, and proceeding with the priming process of letting the solution flow through the set. The reported condition was confirmed in 1 of the returned samples. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.